Manufacturer narrative:
Additional device product codes hrs. Device is not expected to be returned for manufacturer review/investigation. Corrected data: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome was reported as okay. Surgery was completed successfully with five (5) minutes of delay. Concomitant devices reported: cortex screw ø2.4 self-tap l14 tan (part# 401.764, lot# unknown, quantity 3). Lcp distal radius plate (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (Other): UDI: (B)(4). Implant and explant dates: device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Initial reporters' phone number: (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a surgery of lcp distal radius plating after insertion of plate by surgeon while tightening 3rd and 5th screws, two screws were broken (one at the 3rd hole and the other at the 5th hole of the plate). They broke from the shaft below the heads, broken screws shaft cannot be removed by the surgeon as the bone was very much comminuted. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).